Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05287. It was reported, the patient (united kingdom) lost stimulation after being in an automobile accident. When attempting to activate stimulation, the patient experienced occasional overstimulation. An impedance check was performed and revealed invalid impedance. Reprogramming was attempted but painful stimulation could only be obtained. X-rays were taken and revealed one of the lead tails has pulled slightly out of the header of the ipg. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.